Event description:
It was reported to philips that the customer was unable to power on their device. There was no patient involvement.

Manufacturer narrative:
The customer requested assistance from a philips remote service engineer (rse). The customer evaluated their device and determined that their unit was no longer powering on due to a faulty control pca. Based on the conclusion of the investigation, it was determined that this was a malfunction of the control pca. The customer was informed that their unit was no longer under warranty and repairs for the unit was subsequently declined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer was unable to power on their device. There was no patient involvement.